Manufacturer narrative:
The cleaning crew knocked off the waste line which broke the waste fitting. A bci field service engineer replaced the broken fittings and primed the instrument. The system was resumed.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a detached waste line which broke the waste fitting on the back of the unicel dxc 800 pro synchron chemistry analyzer. No injury was reported.